Manufacturer narrative:
Reported event of catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while performing a sweep of the common bile duct, the catheter stretched and broke. There was a portion of the catheter that remained inside the duodenoscope which extended out of the biopsy channel; so, the endoscope was removed from the patient and then the catheter was removed from the endoscope. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the catheter was broken in 2 pieces. It was also noted that the catheter was stretched. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while performing a sweep of the common bile duct, the catheter stretched and broke. There was a portion of the catheter that remained inside the duodenoscope which extended out of the biopsy channel; so, the endoscope was removed from the patient and then the catheter was removed from the endoscope. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.